Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address disassociation.

Manufacturer narrative:
Examination of the returned device finds evidence to support a disassociation of the liner from the acetabular cup. Examination of the liner by a depuy material scientist did not identify any product / material problems that would contribute to the event. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. In addition, device manufacturing records have been reviewed and no related deviations or anomalies were identified. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.